Manufacturer narrative:
The certas valve (ID: 828815) was returned for evaluation. Failure analysis- the catheter was returned in 3 parts. The catheter ends were visually inspected, and 2 ends seem to have been torn/pulled a part, the other catheter ends seem to be clean cut. The catheters were irrigated and no occlusions noted. The catheters were leak tested and no leaks noted. No root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. However, possible root cause for the issue reported by the customer could be due to the repositioning of the catheter by the surgeon. As noted in the IFU silicone has a low tear and cut resistance.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. (Same product, different failure) other mfg report number: 3013886523-2023-00054. A physician reported a certas valve was implanted due to snph (secondary normal pressure hydrocephalus) via v-p shunt on (B)(6) 2023 with unknown setting. On (B)(6), the peritoneal catheter was not placed under the peritoneum and fell out, therefore, an operation was performed to reposition it. On (B)(6), there was fluid accumulated in the abdomen, and a CT scan confirmed that the peritoneal catheter was torn. The peritoneal catheter was removed and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient experienced signs and symptoms due to dysfunction.